Event description:
It was reported that during a da vinci-assisted prostatectomy-radical with lymphadenectomy surgical procedure, the monopolar curved scissors (mcs) could not be controlled correctly. The procedure was completed with no patient harm and no delays. Intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: the monopolar curved scissors moved with non-intuitive movement and freely with uncontrolled movements. The problem was intermittent. The problem was corrected with the exchange of the instrument. The operation performed completely with a replacement instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting monopolar curved scissors (mcs) could not be controlled, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that the mcs moved with unintuitive motion. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis and the reported failure was not confirmed/replicated. Functional testing of the device in an attempt to replicate the reported complaint was not possible due to the returned condition of the device. Additional observation not reported by site that was not related to the customer reported complaint: the mcs instrument was found to have an input disk broken. Input disk 6 was found completely detached from the base of the housing. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.